Event description:
It was reported that during cleaning conducted at the user facility the bearings disassembled from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.